Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, lot #: 0011656954, ubd: 26-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with type 1 bicuspid valve with a fusion of the right coronary cusp and left coronary cusp, severely calcified anatomy, septal bulge, and an ejection fraction of 10-15%, the patient's blood pressure dropped once the delivery catheter system crossed the native valve. The valve was quickly deployed to 80% to mitigate possible occlusion the small valve area, but the patient's blood pressure did not recover. Subsequently, chest compressions were initiated. A transesophageal echocardiogram (tee) did not show evidence of effusion or aortic rupture. After continued chest compressions and the administration of life-saving medications, the patient's mean arterial pressure increased; however, there was no pulsatility following cessation of chest compressions. Chest compressions were paused as a second valve deployment attempt was made and the valve was implanted. However, there was still no pulsatility and it was noted that the left ventricle was not functioning. Another tee of the aortic root revealed a severe root rupture. Per the physician, the valve and delivery catheter system did not contribute to the rupture as no pre-implant dilation was performed and there was no contact with the wall of the aorta. The patient did not recover and subsequently died. Per the physician, the rupture was likely caused by cardiopulmonary resuscitation due to the patient's weakened left ventricle, low ejection fraction, severe annular, leaflet, and left ventricular outflow tract calcification, and because the ascending aorta was severely dilated due to bicuspid anatomy.